Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30875785l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that at the end of an afib case, a pericardial effusion was noticed. The patient¿s blood pressure was soft and the heart rate was going up so they reviewed the intracardiac echocardiography (ice) images. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and 950ml of fluid was removed. The patient was reported to be in stable condition. Bwi representative stated that the physician believes the pericardial effusion may have occurred when they went transseptal. They used an nrg needle to go across and because it was a redo procedure, there was scar tissue. The physician had to apply a lot of force. The physician noted that they had to apply force much harder than they typically do. An echo was done and they were not able to find a hole and that no more blood continued to accumulate after the pericardiocentesis. Additional information received indicated the physician believed that the adverse event occurred when he was going transseptal. This was a redo case and the physician believed that there was scar tissue on the septum and stated that he had to use much more force than usual to get across. The outcome from the adverse event was reported as fully recovered. It is unknown if patient required extended hospitalization because of the adverse event. Other relevant history include a previous afib ablation. Transseptal puncture was performed using a baylis nrg needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The flow setting was set to the standard settings for thermocool® smart touch® sf bi-directional navigation catheters, high flow while on ablation. Correct catheter settings was selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, vector, and visitag. Parameters for stability for the visitag module used was range: 2.5mm over time: 3 sec, force over time (fot) 25% minimum force 3g, and tage size: 3mm. No additional filter used with the visitag. Color options used prospectively was surepoint tag index: low: 350, high: 400.